Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined (B)(4).

Event description:
The following information was reported: failure of the balloon to maintain pressure. The patient received hemostasis using manual compression for less than 20 minutes. The patient was not hospitalized. Procedure type: intervention peripheral vessel size: 7 mm stick location: medium sheath size: 6f procedure date: reported on 03/01/15 as over the last 4-6 weeks additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device and no resistance during pull back. Unusual force was not applied while shuttling down/retracting.